Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and non-bsc right atrial (ra) lead was enduring atrial fibrillation (af). The non-bsc ra lead displayed pacing impedance measurements greater than 2,000 ohms. The device was programmed to vvir. To date, no adverse patient effects were reported as a result of this clinical observation. No further information was available.